Event description:
It was reported that during an ablation treatment procedure, charring occurred and the patient had a mild stroke. The target lesion was located in the right inferior pulmonary vein. During ablation using an intellatip mifi xp catheter for approximately 2 minutes the physician noticed charring. The catheter was removed and cleaned off. The device was then reinserted and was used to complete the procedure. Upon completion of the procedure the patient had a mild stroke but fully recovered 12 hours later, no further complications were reported and the patients¿ status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Correction: bsc aware date originally reported as 05/01/2014 has been corrected to 04/30/2014. (B)(4).

Event description:
It was further reported the transient ischemic attack (tia) was noticed the next day while the physician was doing the morning rounds. The patient fully recovered from all symptoms 2 days after the procedure and was sent home. It was noted the physician believes the char found on the catheter led to the tia.